Event description:
On (B)(6) 2022, the patient underwent placement of the xcela power injectable port product: upn h965451090; lot #: 149612000, for her chemotherapy. On (B)(6) 2022, the device at issue was implanted by dr. (B)(6). On or about (B)(6) 2023, the patient presented to (B)(6) her xcela port was removed by dr. (B)(6) due to a leak and it was found that the tubing had cracked. After removal of the xcela port, patient did not have an opportunity to consult with her doctor about the cause of her fracture. It was in (B)(6) 2023, when patient first became aware that infection may be related to xcela port.

Manufacturer narrative:
The manufacturer conducted a documentary review: product meets its specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risks analysis and occurrence's rate below defined acceptable frequency. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).